Manufacturer narrative:
UDI: (B)(4). The investigation is underway. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist, during deployment of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach valve in valve (viv) in an aortic homograft the balloon burst. The valve was nominally deployed successfully in good position. There was difficulty removing the delivery system from the esheath. The distal end of the balloon was unable to get through the hemostatic valves. Therefore, the delivery system with the esheath were removed together. The patient received a stent at the femoral head due to a femoral artery dissection. A second esheath was necessary because the delivery system balloon got stuck in the hemostatic valves and could not be safely removed from the patient unless the esheath was removed with it. No missing balloon pieces were noted. The patient is in stable condition. Per medical opinion the balloon burst was due to calcification.

Manufacturer narrative:
The commander delivery system was returned after use in the procedure. It was inserted in the full loader assembly and 14f partial sheath. Visual inspection revealed a full radial and longitudinal balloon burst. The sheath was returned cut in the middle of the shaft. Follow up with the site confirmed this was performed post procedure. No balloon material was missing. Procedural imagery provided by the site showed the balloon burst was confirmed. Sheath delamination was observed. The access vessels had no observable calcification or tortuosity, however the patient¿s native annulus had calcification. Dimensional testing showed all measurements met specification. Due to the nature of the complaint functional testing was unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. A review of the complaint history found the complaint rate did not exceed the monthly control limit for the applicable trend category. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. During the manufacturing process, the commander delivery system was visually inspected and tested several times. During manufacturing, the commander delivery system is 100% inspected by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint events balloon burst and withdrawal difficulty through sheath were confirmed from visual inspection of the device and the provided imagery. However, a manufacturing non-conformance was not identified during the evaluation. Dimensional measurement of the inflation balloon single wall thickness was within specification. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per the complaint event description, ¿after removal there was a longitudinal tear from the most distal end that moved up towards the expansion mechanism of the esheath. No missing balloon pieces were noted. The patient is in stable condition. Per medical opinion the balloon burst due to calcification.¿ the patient¿s annulus was observed to be calcified in the provided imagery. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcification in the aortic annulus can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. A balloon burst would have created difficulty withdrawing the delivery system into the sheath. The altered balloon profile would have likely become caught on the tip of the sheath. The sheath liner delamination is indicative of the balloon getting caught on the sheath distal tip during retrieval of burst balloon. It is possible that the attempts to overcome the difficulties withdrawing the burst balloon into the esheath may have resulted in the femoral artery dissection. While a definitive root cause is unable to be determined, available information suggests patient factors (calcification) and procedural (retrieval of burst balloon) factors likely contributed to the reported events. The complaint events were confirmed based on the condition of the returned device. No manufacturing nonconformities observed. Available information supports the events were likely due to patient and procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.